Event description:
It was reported that a proultra endo tip separated in the canal during a procedure. Outcome of the event is not known as of this report.

Manufacturer narrative:
In this incident, a proultra tip #5 separated in a pt's tooth. Though there is no indication that patient injury occurred as a result, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). The device is available for evaluation, though has not been returned as of this report. Further information pertaining to this event, including evaluation results, will be submitted as it becomes available.